Event description:
It was reported that a cartridge change error occurred. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. The customer loaded a new cartridge to resolve the issue.